Manufacturer narrative:
The system was examined. It was determined that the lamp had exceeded its rated life span and was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on may 24, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system had a broken lamp before a surgical procedure. The lamp was replaced to initiate and complete the procedure. There was no harm to the patient.